Event description:
Attempt to deploy 8f perclose failed as its sutures were already cut at the time its foot was removed. So the cfa was rewired through the side port of the perclose and an 8f was successfully deployed.